Event description:
It was reported that pump battery on t:slim x2 would not charge despite use of standard charging cable and wall adapter, and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapter without success, then used different charging cable, after which pump began charging, and no further assistance was required.